Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported the patient had experienced a loss or change of therapy; in the last 24 hours the patient had bladder issues as they were peeing all the time. They would feel suddenly uncomfortable every fifteen minutes and had to go. They could not feel stimulation, were on 2.7v, could not read what program and confirmed the therapy was on. The patient increased their amplitude to 3.2v and were to follow up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.